Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the lead exhibited loss of capture, loss of sensing and low impedance. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, failure to sense and low pacing lead impedance were confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination found over-torqued of the inner coil at the connector region and internal shorts were found between the conductor paths. Electrical testing and visual inspection found no conductor fractures or any other anomaly. The cause of the reported events was isolated to inner coil being over-torqued at the connector region consistent with procedural damage.